Event description:
The report states, "off/tubing-connector" was observed "during priming." The photograph shows that tubing separated from the male luer adapter. According to the national complaint coordinator the reported condition occurred during priming. However, it is "unknown" if there was any pt injury or medical intervention needed.